Event description:
The ge oec 2600 uroview fluoroscopy system was reported by the facility physicist to exceed the output dose for x-ray exposure. Additionally, it was reported that the lateral table motion would not function.

Manufacturer narrative:
A ge oec service representative investigated the issue and that the x-ray exposure outputs were well within the regulation and specifications when tested appropriately. The table motion errors could not be duplicated, but as a precaution, the connectors were tightened to prevent a recurrence of that malfunction. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.